Manufacturer narrative:
Initial 2 of 2. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event with two infusion sets where they mentioned bent needle prior to insertion and high blood glucose which they treated via correction bolus on (B)(6) 2026.